Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp had broken flange. The following was reported, " the flange was broken and the customer got injured on his/her finger."

Manufacturer narrative:
Customer returned (2) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 8169625. Customer states that the flange was broken and the customer got injured on his/her finger. Both returned syringes were examined and both exhibited a broken flange, which could lead to a sharp edge and a potential injury. A review of the device history record was completed for batch# 8169625. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200766925, 200766919] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Probable root cause for the damage to the barrel flange is due to a jam at the index on form, fill, and seal machine nz. There were three maintenance dispatches during the time of manufacture for index jams; #33442, #33371, and #33277. The air jet and infeed gate were adjusted to correct the misalignment causing the jam.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp had broken flange. The following was reported, " the flange was broken and the customer got injured on his/her finger."